Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient is unable to void. Patient said she had been in the emergency room on (B)(6) 2021 as she has not voided for a few days. No further complications were reported.